Manufacturer narrative:
Unk if sample is available for investigation.

Event description:
The event is reported as: complaint alleges: stapler did not fold staples but fired crinkled pieces of metal which were mostly straight. No pt injury reported.